Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales manager reported during a custom tmj procedure the cutting guide did not work the way the surgeon wanted it to. Additional information has been requested, however no response has been received at this time.

Manufacturer narrative:
Even though the product was not returned, a product evaluation was conducted. The product identity was confirmed through the device history records (DHR) in the evaluation. The DHR was reviewed in the evaluation and no non-conformances or other anomalies were found. The design vendor conducted an investigation into the design of this case. According to the evaluation, the complaint was confirmed as the marking guides do have a larger diameter than the drill. According to the investigation, "the mandible marking guide has the same holes as the final mandible implant... The mandible marking guide is only designed for marking, and not drilling or cutting. Optimally, the marking guide should be used to mark the center of the screw hole for reference; it is not designed to guide the drill bit while drilling." The most-likely cause for the complaint was determined to be "that the surgeon was attempting to utilize the marking guide for drilling when it is only to be used for marking."

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the holes in the mandibular marking guide have a bigger diameter than the drill. Therefore, it was not possible to drill a centric hole. When positioning and fixating the prosthesis, the predrilled holes didn't fit to the prosthesis. The surgeon overcame this problem by re-drilling the holes with the prosthesis. It is reported that a problem is, "the bone gets weaker with several holes." It is reported the surgery was completed successfully, all parts were implanted, there was no delay over 30 minutes.